Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was not returned for evaluation after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be determined. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2024-00151; 3004608878-2024-00153. A facility reported that the mayfield infinity skull clamp (a1114) was involved in slippage during spine surgery while patient was in the prone position. There was no patient injury and delay in surgery is unknown.